Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultramini meter was prompting an "ER 2" message. Per the one touch ultramini owner's booklet, this error message could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged error message began to appear approximately 1 week prior to contacting lfs. The patient stated the she has had the subject meter for over 1 year; however, had not tested for an unspecified amount of time (reason unknown). The patient reported that she is pregnant and was not taking any medication to manage her diabetes; therefore, took no action as a result of the alleged issue. Sometime prior to when the alleged issue was discovered, the patient claimed she had been feeling weak, dizzy, and felt as if she were going to pass out. The patient stated that about 3 days priot to contact lfs, she was hospitalized for a few days and treated for hyperglycemia. The patient did not recall what her blood glucose was when tested with the ER/hospital meter(s). At the time of troubleshooting, the cca noted that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported, because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.